Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The procedure was in the right common iliac. The physician predilated the lesion with a 5x40 balloon at 4atm. After predilating, the physician proceeded to insert the visi-pro stent, but the stent came off the balloon. The visi-pro stent was not removed from the patient but left in the body. The physician used a balloon to secure it in the common femoral.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.